Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials contamination on media with bacillus cereus occurred. The following information was provided by the initial reporter that 3 different patients were the bottles have gone positive on the instrument and the microorganism detected was bacillus cereus.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete.

Manufacturer narrative:
D1. Medical device brand name: bd bactec¿ plus aerobic/f culture vials (plastic). D2. Common device name: system, blood culturing. D3. Medical device manufacturer: becton dickinson caribe ltd. (Cayey). D4. Medical catalog #: 442023. D4. UDI #: (B)(4). Medical device expiration date: 01/31/2023. G1. Manufacturing location: becton dickinson caribe ltd. (Cayey). G4. PMA / 510(k)#: k113558.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) contamination on media with bacillus cereus occurred. The following information was provided by the initial reporter that 3 different patients were the bottles have gone positive on the instrument and the microorganism detected was bacillus cereus.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) contamination on media with bacillus cereus occurred. The following information was provided by the initial reporter that 3 different patients were the bottles have gone positive on the instrument and the microorganism detected was bacillus cereus. Patients were treated for bacillus cereus

Manufacturer narrative:
H.6 investigation summary: retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.